Event description:
The individual, according to the legal complaint, became allergic to latex from wearing and exposure to latex medical gloves in the performance of her job duties as a registered nurse.